Manufacturer narrative:
The customer has been advised that when there is an analysis error, to use the report from the analyzer and not the lis. A customer bulletin was issued in 2010 informing customers that the manufacturer had updated software that addresses the dashes "---" converting to "0's" and where to obtain the revised software. This customer has not upgraded their system with the revised software.

Event description:
Customer reported when the uf100i gets an analysis error, the analyzer reports "----" dashes but the lis reports "0". There was no report of injury for this event.